Manufacturer narrative:
A patient had the ipg explanted was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted approximately 5 years ago. No further information was made available to the manufacturer.